Event description:
Per the audiologist, the patient's device was explanted three days following the surgery due to incorrect placement of the electrode array. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This is a final report, filed on august 08, 2008.